Manufacturer narrative:
Qn#(B)(4). Catalog# corrected to 116100-000370. The sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff was able to maintain pressure at 25mbar for 30 minutes; however, the clear cuff deflated rapidly. A water leak test was then conducted on the returned sample by immersing it underwater. Bubbles were observed flowing out from the clear cuff. The area of leakage was observed under magnification and a cut mark was observed on the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling, although this could not be confirmed.

Event description:
Customer complaint alleges the device cuff leaked during a patient use. There was no patient harm or necessary medical intervention reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer for evaluation at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the device cuff leaked during a patient use. There was no patient harm or necessary medical intervention reported. Patient condition reported as fine.